Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient had an unrelated surgery prior to which the ipg was not put into surgery mode. Afterward, the ipg was unable to communicate with external devices. Troubleshooting did not resolve the issue. Surgical intervention occurred to explant and replace the ipg to address the issue.